Event description:
Screeching sound when drive d2 up from the 180* position. After pulling covers and trying to inspect various surfaces and gears, gantry was rotated into various positions and d2 driver in/out. At one point as the gantry was rotated d2 started to drft on its own. Upon further inspection, it was found that the key that hold the driven gear onto the tube shaft had come out allowing d2 to drift with only the ball screws for braking. After further investigation by the department of engineering, it was found that this problem is comparable to MDR # 14232532000000001, and should be reported.